Event description:
Sorin group (B)(4) rec'd a report that an s5 double roller pump displayed a shaft encoder pump fault error. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The pump was returned to sorin group (B)(4) for eval. Eval of the pump confirmed the issue. Analysis of the shaft encoder found that the torque of the shaft encoder was not within specification which was determined to be the cause of the error. As a corrective action, the supplier of the shaft encoder was changed. No further action is deemed necessary.